Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device delayed when releasing clip, and the clip or clips did not hold tight on the vessel/and the clip or clips did not hold tight on the vessel/fell off. Another of the same device available in the room was used to complete the procedure. There was a slight delay. There was no patient injury. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device evaluation found that the device was returned with the jaws clearly misaligned with no clips remaining. Upon evaluation, the clip retainer was acceptable, but the push fork clearance was found to be unacceptable. The locking mechanism was engaged as intended. The device could not be function tested dur to the lack of remaining clips. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.